Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress from use, external factors, or handling caused the peeling to occur. However, a definitive root cause could not be determined. Inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: water tightness was lost due to a pinhole on the bending section cover; the adhesive on the bending section cover had a chip; switch one was damaged; the universal cord had a scratch; the label on the light guide connector was peeled; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the image had white dots due to damage on the charged coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).

Event description:
The customer reported the deflectable videoscope had a leakage from the insertion section. There were no reports of patient harm due to the reported event. The device was returned for evaluation. During the device evaluation, adhesive peeling around the objective lens was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.